Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator (ICD) and the right ventricular lead exhibited post-paced t-wave oversensing (pptwos). The lead also showed intermittent capture. Oversensing resulted in pacing inhibition. No intervention was performed. There were no patient consequences.